Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2008; (B)(4) lead implanted (B)(6) 2008; dtma1q1 ICD, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. It was reported that the right ventricular (rv) lead exhibited rising thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.